Event description:
It was reported that the customer had a blood glucose (bg) level of 700 mg/dl. The customer had self-administered insulin and went to the hospital for additional treatment. The pump history showed that an occlusion alarm had occurred and the customer had cleared the alarm. The customer attempted to load three cartridges wit the third being able to load insulin. The pump history indicated that three cartridge alarms had occurred. The customer declined to perform troubleshooting with tandem technical support until the bg level (541 mg/dl) had decreased and was stable. The customer was currently under the supervision of their spouse.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.